Event description:
It was reported that the patient had an x-ray of l5 and l6 for the pain in her back. The patient stated that the x-ray was related to the therapy and that they never had therapeutic effect. The patient experienced acute pain at l5 and l6 following implant of the device. The patient stated that she had tried turning stim all the way up which did not succeed in managing the pain. She also tried all the programs available on her programmer but she had not had reprogramming done and was unaware that was an option. She stated that she also had pain in both of her knees since she the implant, and used a tens unit to help manage this pain. She stated she does not have any further issues to report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).